Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported, the basket of an ngage nitinol stone extractor would not open before use during an retrograde intrarenal surgery procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight, the collet knob was tight and secure. Visual examination found no space between the thumb notch and the top of handle slide. The basket sheath and support sheath were detached, and glue was not visible. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place." Based on the information available, cook has concluded that a cause for this event could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have be notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during retrograde intrarenal surgery using a ngage nitinol stone extractor, the device was "locked" and did not open. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed using another same type device. The patient's outcome was reported as being "good". No adverse events have been reported as a result of the alleged malfunction.